Manufacturer narrative:
(B)(4).

Event description:
It was reported that "cracks were found in the ars, causing blood to seep during the injection of saline and the withdrawal of blood". The user changed to a new set to complete the procedure. There was no patient harm or injury. No medical intervention required. The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4). The actual device was not returned; however, the customer provided two photos for analysis. The images show the lidstock and the ars and needle assembly within the kit. The complaint of a damaged ars and needle hub were not able to be confirmed by the photo. The customer also returned an ars with introducer needle assembled. Signs of use in the form of biological material were observed on the needle and within the ars. Visual analysis revealed that the needle hub contained one crack on the hub. Microscopic examination confirmed the crack. A device history record review was performed and no relevant findings were identified. The customer report of needle hub cracked was confirmed by visual inspection of the customer supplied photo. Visual analysis revealed a crack in the needle hub. The failure mode identified is consistent with the failure mode investigated per a previously opened CAPA. Based on the CAPA investigation, the root cause of this complaint is design related. Teleflex has identified that this needle hub material is susceptible to cracking when placed under stress (i.e. Pressed onto a tapered luer fitting, sideloaded as the clinician attempts to locate a vessel, etc.) In the presence of liquid alcohol-based disinfectants. The CAPA was implemented using a new alcohol resistant material to manufacture the needle hub. The needle hub from this complaint was confirmed to be made from the old needle hub material. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that "cracks were found in the ars, causing blood to seep during the injection of saline and the withdrawal of blood". The user changed to a new set to complete the procedure. There was no patient harm or injury. No medical intervention required. The patient's current condition is reported as "fine".